Manufacturer narrative:
This summary report provides data received from the svs/vqi registry under exemption number: e2017023. (B)(4). Specific device model numbers are unknown. This data has been provided to medtronic by a third party and is limited and de-identified. The 3 target lesion revascularizations involved 3 balloons with diameter ranging between 5mm <(>&<)> 6mm and balloon length ranging 40mm <(>&<)> 250mm all balloons were successfully used during the index procedure. The devices were not returned for evaluation. Manufacturing controls are in place to ensure that all product released meets manufacturing specification. Restenosis of the dilated artery is a complication associated with the use of the in.pact admiral pta balloon catheter and is listed as a potential adverse effect in the IFU. Therefore remedial action is not required. Average age, average weight, majority sex, ethnicity: 100% were not hispanic/latino race: 100% white, date of implant ranged from (B)(6) 2017 to (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
This report summarizes <(><<)>noe> 7 <(><<)>/noe> serious injury events, this information has been identified within the society for vascular surgery (svs) patient safety organization governed by the vascular quality initiative (vqi) registry. The events included in this report occurred an average of 7 months (ranging from 4.5 to 8 months) post treatment with the in.pact admiral dcb device(s). The patient age ranged from 65 years to 72 years, weight ranged from 85kg to 87kg and 66.6% were male and 33.3% female. The patients underwent a target lesion revascularisation following treatment of a instent restenotic lesion in the superficial femoral and popliteal arteries.